Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 22 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was in biventricular failure requiring ECMO. Lactate dehydrogenase spike with no increase in power consumption . Additional information has been requested but has not been provided.

Manufacturer narrative:
Investigation conclusion: correction. A direct correlation between the device and the reported biventricular heart failure and elevated ldh level could not be determined through this evaluation. The submitted controller event log file contained approximately 6 hours of data on (B)(6) 2019 from 6:32 am ¿ 12:26 pm and appeared to show the pump operating normally at the stored patient speed of 5000 rpm with calculated average flow, motor power, and calculated average pi remaining overall stable in the ranges of 3.1-4.2 lpm, 3.138-3.66 watts, and 1.7-4.1, respectively. The only events captured were pi events and routine power cable disconnect alarms. No atypical alarms or faults were captured and the actual motor speed remained above the low speed limit for the duration of the log file. The submitted controller periodic log file contained approximately 10.5 days of data from (B)(6) 2019 11:16 pm ¿ (B)(6) 2019 2:15 pm and consisted of only data entries at 1-hour intervals with no active alarms or controller fault flags. The submitted log file data appeared to show the system operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists hemolysis and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported biventricular heart failure and elevated lactate dehydrogenase level could not be could not be conclusively determined. The instructions for use lists hemolysis and right heart failure potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.